Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: material no: 328440 batch no: 0139098. It was reported that the syringes are sticking and are very difficult to move; many do not work at all. Event description per email from phone call states: customer reached out to bd product complaints about her syringes that are sticking. She mentioned that it is extremely difficult to push some down and many do not work at all. Additionally she stated that this began last month and so often she does not have an exact amount that have been corrupt. She provided a rough estimate for each package where only 3 of the 10 needles would work.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0139098 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200895285] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger movement was difficult. This was discovered during use. The following information was provided by the initial reporter: material no: 328440 batch no: 0139098. It was reported that the syringes are sticking and are very difficult to move; many do not work at all. Event description per email from phone call states: customer reached out to bd product complaints about her syringes that are sticking. She mentioned that it is extremely difficult to push some down and many do not work at all. Additionally she stated that this began last month and so often she does not have an exact amount that have been corrupt. She provided a rough estimate for each package where only 3 of the 10 needles would work.